Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose level. Customer¿s blood glucose level was 416 mg/dl. Customer stated their blood glucose level was high and since then the insulin pump was not delivering insulin. Customer¿s current blood glucose level was 314 mg/dl. Customer had vomiting and disorientation symptoms. Customer reported battery of the insulin pump was died and they unable to replace it. This was causing their blood glucose level to become high. The insulin pump and reservoir will not be returned for analysis.